Event description:
It was reported while using the panel phoenix nmic-479 mic results for the drugs piperacillin/tazobactam and imipenem varied between initial and repeat testing. The user noted piperacillin/tazobactam changed from susceptible to resistant and imipenem changed from susceptible to resistant. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for incorrect breakpoints when using phoenix panel nmic-479 (catalog number 449515) batch number 5148904. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. To investigate, retention panels from the complaint batch were inoculated with in house isolates escherichia coli a25922, e. Coli 11002, pseudomonas aeruginosa 12346 and klebsiella pneumoniae 11000 to observe for imipenem and piperacillin-tazobactam mic results. Also, control panels from the same material but different batch were inoculated with in house isolates escherichia coli a25922, e. Coli 11002, pseudomonas aeruginosa 12346 and klebsiella pneumoniae 11000 to observe for imipenem and piperacillin-tazobactam mic results. The investigation returned all panels with satisfactory imipenem and piperacillin-tazobactam mic results, therefore this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-479 mic results for the drugs piperacillin/tazobactam and imipenem varied between initial and repeat testing. The user noted piperacillin/tazobactam changed from susceptible to resistant and imipenem changed from susceptible to resistant. No health impact or consequence reported.